Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analysis of the history files some upstream alarms could be detected. The reasons of the alams could not be clarified. The sample was subjected to a visual and functional examination. During the visual investigation no damages could be detected. A functional test was perfomed. The self test was successfully finished and it was possible to bring the pump in operation. A delivery accuracy measurement according was arranged. The downstream sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. Further a special functional test of the air sensor was performed. Air bubbles were injected into the infusion line. All values according to the specifications of the technical safety check (tsc). During the disassembling the device no damages could be detected. The complaint could be not confirmed. During the performed delivery accuracy measurement and the test of the air sensor no deviation of the pump could be detected. The pump operate within our specification. An application error could not be excluded.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in austria): "no alarm at the end of the infusion" customer reported, that the device don´t alarmed at the end of an infusion. Further the air sensor did not alarmed too. Caused of this issue, air comes into the infusion line and was delivered to direction the patient.